Manufacturer narrative:
(B)(4).

Event description:
It was reported that an insulation breach was observed on the right atrial lead during a lead extraction procedure. The lead was extracted and replaced successfully. The patient was asymptomatic and there were no adverse consequences.

Manufacturer narrative:
The field report of abrasion was not confirmed. Analysis was normal. No anomalies were found.